Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the atrial lead exhibited noise. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.